Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer's nurse complained of a discrepant inr result from a coaguchek xs meter compared to the laboratory with the dade innovin reagent from siemens. The meter serial number was asked for but not provided. At 08:23 am, the result from the meter was 2.8 inr. At 09:26 am, the result from the laboratory was 2.1 inr. There was no allegation of an adverse event. The customer was "stable" and no treatment was required. The customer was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin dose, no changes in diet, no illness, no new medications no bleeding, and no bruising. The customer's therapeutic range was 2 - 3 inr. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.